Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number: 2228305. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima-ii¿ catheter the catheter was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient indwelled the indwelling needle on the night of 24/5, and kept it normally after the infusion. At 9:45 on 25/5, the extension tube of the indwelling needle was found to be damaged and could not be used normally.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima-ii¿ catheter the catheter was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient indwelled the indwelling needle on the night of 24/5, and kept it normally after the infusion. At 9:45 on 25/5, the extension tube of the indwelling needle was found to be damaged and could not be used normally.